Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood at site issue of the insulin pump. The customer's blood glucose level was 574 mg/dl that was couple of weeks ago. The troubleshooting was performed . The patient was advised to replace sensor as blood on connector can possibly damage transmitter pins. The customer was advised to send them back send them back to medtronic for analysis. It was explained to the customer the lost sensor alarm and weak signal.